Event description:
The customer reported approximately five milliliters of clenz cleaning solution leaked under the instrument during system startup and samples analysis involving the coulter lh 500 hematology analyzer. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. No erroneous results were released out of the laboratory. There was no patient consequence associated with this event. The customer performed quality control (qc) after the fluid leak and indicated results correlated with previous controls. Service was requested and a beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control or risk management plan in place for biohazard material.

Manufacturer narrative:
The field service engineer (fse) reported the customer had drained the vacuum trap and restored vacuum to the system allowing proper draining. The fse noted the instrument was in operation upon arrival. The fse indicated the cause of the differential vote-outs was a fibrin clot in the differential sample line to the mixing chamber. The fse cleared the fibrin clot from the differential sample line, resolving the differentials. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Beckman coulter internal identifier for this report is (B)(4).